Event description:
It was reported by the customer that the event involved a male infant patient. The wedge pressure catheter was pretested prior to insertion. The md inserted the catheter via the right femoral vein. The balloon burst in situ. As a result, the md removed the catheter.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.